Event description:
In manufacturer's report #9614453-2012-00167, the following information was reported: "it was then reported on (B)(4) 2013 the patient's device was not functioning. It was logged the patient was taken back to theatre, the device exposed and examined. It was reported the lead had fractured in the spinal column and a new lead could not be implanted. It was reported the patient's device was explanted and a new one was not implanted. It was logged the event was considered resolved on (B)(6) 2013." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the lead fracture event will be reported in this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3877-45, lot # 0205895428, product type lead. (B)(4).